Manufacturer narrative:
Evaluation results: one level 1 hotline low flow systems (hl-390) was returned for investigation in used condition. Visual inspection revealed that the enclosure was dirty and scuffed. The drain fitting was rusted, and the pole clamp was damaged. In addition, the line cord was worn, and the reflux plug was missing. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (bad display) was confirmed during testing. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
Information was received that the display is bad on a smiths medical level 1 hotline low flow system. No adverse effects reported.